Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported that their blood glucose level increased to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. Upon removal from the abdominal infusion site, the pod¿s cannula was found to be bent. The patient also reported leaking during wear. After removing the pod, the cannula was noted to have traces of dried blood. As treatment, the patient applied a new pod.